Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the inratio meter: results as follows: date: (B)(6) 2011, inratio: 2.7, lab: 1.9. Date: (B)(6) 2011, inratio: 4.1, lab: 2.3. Inratio meter and lab tests were done at the same time. Patient's mother tests her (B)(6) daughter.